Manufacturer narrative:
Concomitant medical products: mainbody tffb-28/30-125; contralateral leg (B)(4). This report includes information known at this time. The investigation remains in progress. A follow up report will be submitted should additional relevant information become available.

Event description:
During the investigation performed for the event reported in MFR. Report 182034-2018-01039, the explant protocol stated that, "at the distal end of [right leg graft] thrombus was observed that appeared to occlude approximately 85% of the lumen". This report focuses on the thrombus and occlusion of the right leg device. The device was reported as a tfle. A review of the imaging provided and returned devices note the device is most likely a (B)(4).

Manufacturer narrative:
Investigation evaluation: implantation angiography and photography of the explanted graft components were provided for image review. The image reviewer noted that the main body was either a tffb-28-125 or a tffb-30-125, the left leg must have been a tfle-24-77 (measured to be a tfle-24-71 from explanted devices) and the right leg graft was likely a tfle-10-88 or tfle-12-88 (measured to be a tfle-12-88 from explanted devices). No findings related to thrombus formation were observed on the imaging provided. The returned devices were sent for explant testing. The purpose of this study was to examine the test articles using gross, microscopic, radiographic, fluoroscopic, scanning electron microscopic (sem), and/or tissue analysis techniques, as necessary. Three devices were received, as five components. Relevant findings to this failure mode include: the main body (tffb-28-125 or tffb-30-125) graft, was received as three components; component 1 consisting of one body stent, component 2 consisting of two body stents, and component 3 consisting of one body stent, one contralateral stent, and three ipsilateral stents. The suprarenal stent and proximal seal stent were not received. The graft material at the proximal and distal end of component 1 and 2, and the graft material at the proximal end of component 3 appear to have been cut during the explant procedure. The ipsilateral tfle-12-88 graft was received as one component, consisting of one proximal seal stent, four body stents, and one distal seal stent. The contralateral tfle-24-71 graft was received in a partially overlapped configuration with a non-cook device. The non-cook device was securely overlapped inside the tfle-24-71 graft's three body stents and one distal seal stent. The tfle-24-71 consisted of one proximal seal stent, three body stents, and one distal seal stent. The grafts were examined for thrombus formation within the inner diameter of the grafts. At the distal end of the right tfle, thrombus was observed that appeared to occlude approximately 85% of the lumen. At the distal end of the left tfle, thrombus was observed that appeared to occlude approximately 80% of the area between the cook device and the non-cook device. There was no evidence of tissue growth on the returned devices. The stent integrity was examined on the returned devices. Two deformed stents were observed; one deformed stent was observed on the right tfle, body stent 3, and another deformed stent was observed on the left tfle, body stent 3. Due to the location and the appearance of the deformation, these two deformed stents were likely caused during the explant procedure. There was one abnormal graft material hole observed on the right tfle on the distal graft edge. The estimated size of the observed hole was 0.07 mm^2. It is unclear if the hole was caused during the explant procedure or in-vivo, but the area is smaller than the acceptable hole size of 0.2 mm^2. There was no indication that the device was manufactured out of specifications. A cause for the thrombus formation could not be determined from evaluation of the returned device. This complaint was internally opened due to explant testing results. Explant testing observed thrombus formation within the right tfle that appeared to occlude approximately 85% of the lumen. Explant testing could not establish a cause for the thrombus formation observed. Only implantation angiography imaging was provided for the investigation. There was no thrombus formation or possible contributing factors found in review of the imaging provided. The patient's pre-existing condition of hemorrhagic diathesis would indicate hypocoagulability rather than hypercoagulability. Therefore, this was not a contributing factor for this complaint. This complaint is confirmed based on explant protocol testing. This investigation found no evidence that the device was manufactured out of specifications. A definitive root cause for the thrombus formation within the right tfle could not be determined. A quality engineer risk assessment was conducted to assess the risk of this failure mode and concluded a change is not required, thus no risk reduction activities are required at this time. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There is no new event information to report.